Event description:
Additional information reported that reiterated that the patient had increased pain, and no indication that the pump was not operating. The dye study that was performed found the pump functioning. The patient outcome remained unknown, as the patient was dismissed from the practice.

Event description:
It was reported the patient¿s old pump and catheter had been removed due to ¿failure.¿ no other information was available. Outcome information was not available at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was involved in a car accident. The patient¿s first pump was implanted in (B)(6) 2014 and the healthcare provider (hcp) slowly titrated up the morphine dose and it was ¿doing its job fairly decent.¿ the patient was then involved in a car accident on (B)(6) 2014. The patient was then gradually tapered off with the dose and then the pump stopped. No pump alarms were noted. Four to five days later, after the accident the patient noticed their pain level slowly increasing. The hcp tried aspirating the pump, no fluid leaving the system in (B)(6) 2014. It was between (B)(6) 2014 (B)(6) 2015 that there was no drug leaving the pump. The patient was told the pump was going to be monitored to see if there were any other issues with expected residual volume versus actual residual volume. The pump was to be monitored to see if morphine was leaving the system. The patiexxx nt waited 3 months and then the system was replaced. The pump and catheter replacement was on (B)(6) 2015. It was noted the patient¿s doctor wouldn¿t manage therapy anymore but would refill the pump. The doctor did not want to deal with the pump anymore. It was fur ther reported the device manufacturer representative noted the hcp stated there was nothing wrong with the patient¿s pump. The hcp performed a dye study and exploratory surgery at the patient¿s request to try to re-assure her that nothing was wrong with the pump. The patient felt that the car accident she was in disrupted her pump therapy in some way. The hcp requested that the implanting physician remove the pump because the patient was abusing the drug. It was noted the patient refused to follow the practices drug increase protocols and in the end the hcp referred the patient to an outpatient rehab facility and released her from his care. The hcp tried everything that he could to appease the patient and was not successful. The drug being delivered via the device system was morphine. Outcome information was not provided at the time of this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.